Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: inspiratory valve defective. Correction: replaced the inspiratory valve.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed (tightness test failed).